Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 454 mg/dl, 252 mg/dl, 200 mg/dl and 154 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.